Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg explant procedure.